Manufacturer narrative:
The device was not returned with the complaint for review; visual and dimensional evaluations could not be performed. Therefore, the complaint cannot be confirmed. The device is used for treatment. The device is used for treatment. The product history search for this product revealed previous investigation for fracture of impactor pads addressed through a corrective and preventive action. It was determined that fracture of the tabs can occur from multiple different methods of assembly/disassembly. On november 5, 2014 zimmer biomet conducted a field action to notify the affected distributers and hospitals of the potential failure mode and to provide instructions for assembly and disassembly of the impactor pads for cleaning and sterilization. The pads are designed to be a replaceable item and are designed to absorb impaction without damaging the implants. It is recommended to review the condition of the parts before each use and replace them when they show significant wear. The manual orthopaedic surgical instruments states that "polymer materials have a limited useful life. If polymer surfaces turn 'chalky,' show excessive surface damage, or if polymer devices show excessive distortion or are visibly warped, they should be replaced".

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that this device was broken during use.